Event description:
The customer reported that when walking by the charger, smoke was smelled. Further investigation found that the battery was smoking on the charger and melted. There was no pt involvement with this event and no report of injury.

Manufacturer narrative:
Investigation findings: the battery was received and evaluated. The customer's reported event was confirmed. The investigation found the battery terminal melted. The battery was opened for further analysis and moisture intrusion was noted. Moisture intrusion can cause this failure mode. This product will continue to be monitored. A review of complaint history for the past two years shows no other reported events with this type of failure. The customer wll be contacted to provide additional info on care and handling of this product.